Manufacturer narrative:
The device was returned and the reportable malfunction was confirmed; the pixel error/white dot was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited a pixel failure. There was no procedural impact and no report of patient harm.